Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the physician inadvertently caused a dissection on the common carotid artery during access with 0.035'' j-wire which led to conversion to a carotid endarterectomy procedure. The procedure was completed successfully with no reported patient harm.